Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device's display was white and illuminated service indicator. This state is indicative of a lock up condition, the device would not be able to provide therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and reproduce the reported issue. After replacing the system pcb assembly and the user interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control further evaluated the replaced system pcb assembly and was unable to reproduce the reported issue, therefore further root cause could not be determined.

Event description:
The customer contacted physio-control to report that their device's display was white and illuminated service indicator. This state is indicative of a lock up condition, the device would not be able to provide therapy if needed. There was no patient use associated with the reported event.